Event description:
It was reported that pump experienced malfunction and shut down without any notable events beforehand. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.